Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid pd effluent, abdominal pain and dizziness. The cause of the event was not reported. On an unreported date, the patient was hospitalized via the intensive care unit for the event. Treatment was not reported. At the time of this report, the patient was recovered and pd therapy was ongoing. No additional information is available as the reporter declined follow up.